Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The reported difficulty to remove the protective sheath and shaft separation were confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the sheath; however the shaft separation appears to be related to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that during unpackaging of the 3.5x20mm nc trek balloon dilatation catheter (bdc) the protective sheath was difficult to remove and the distal shaft separated. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 3.5x20mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided.